Event description:
The tech alleged that the bed exit alarm is not alarming. No pt impact.

Manufacturer narrative:
The tech replaced power control board and the cable assembly for the external buzzer to resolve the issue.